Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was replaced to address the issue. Reportedly, effective therapy was resorted post op.

Manufacturer narrative:
The date of event is estimated. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.